Event description:
It was reported that the patient's left knee was revised due to a condyle of the femoral component having snapped off.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown triathlon femoral component was reported. The event was confirmed via provided photos. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photos present a explanted femoral component and insert. A condyle of the femoral component was fractured off. The excessive wear of the insert is consistent with femoral fracture. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's knee was revised due to a condyle of the femoral component having snapped off. The reported device was not returned however photographs were provided for review. The photos present a explanted femoral component and insert. A condyle of the femoral component was fractured off. The excessive wear of the insert is consistent with femoral fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to a condyle of the femoral component having snapped off.